Manufacturer narrative:
The previously report revascularization was to the mid and prox right sfa (target and non target lesion). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the previously reported event was related to the study device

Manufacturer narrative:
Additional information received: treatment for the intermittent claudication (left) was carried out in a target lesion.

Manufacturer narrative:
Treatment for the previously reported intermittent claudication left was carried out approximately 2 months later in a non-target lesion, not the target lesion as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two in pact admiral drug-coated balloons were used to treat the left mid sfa. Approximately 1 yr and 11 months post index procedure the patient underwent intervention to the left sfa for intermittent claudication (99% stenosis). Treatment was performed using a non mdt stent in the target lesion. The investigator assessed that the event was remotely related to the study device and not related to the procedure or drug. Outcome was resolved.